Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during the surgery of arthroscopic rotator cuff repair of the right shoulder, when tightened the suture, the suture was broken off (as the attached photo shows). There were no adverse consequences to the patient. No additional information could be provided. The complaint device is not being returned is still implanted in the patient. However, a photo was provided. Upon visual inspection of the photo, it was only identified a little piece of the suture breakage and frayed on different parts. The photo provide enough evidence to confirm the failure reported. A manufacturing record evaluation was performed for the finished device lot number: 7l20764, and no non-conformances were identified. Hands on analysis should provide the evidence necessary to discern a specific root cause. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. No information was provided on how or when the failure has occurred. Further, a review into the mitek complaints system revealed no other complaints for this lot of (B)(4) devices that were released to distribution. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause for the reported failure can be attributed to an excessive force applied during the suture threading, as per IFU 1109139, apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on the right shoulder on (B)(6) 2021, it was observed that the suture on the 4.5 healix peek anch.w/ocord device broke off. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.